Event description:
It was reported that the patient presented to surgery with severe intractable back and bilateral lower extremity pain, severe l3 through l5 lumbar spinal stenosis and degenerative disk disease. The patient underwent a procedure for l3-l5 decompression, posterior interbody and posterolateral fusion with internal stabilization. Interbody devices filled with locally harvested autograft and rhbmp-2/acs were implanted at l3-4 and l4-5. There were no complications noted during the surgery. In the weeks post-op the patient was experiencing pain and requesting stronger medication. At 2 months post-op the patient presented with bilateral leg pain ¿which started over the weekend¿. At 9 months post-op the patient presented with bilateral hip and buttock pain radiating into the calves. At 13 months post-op the patient continues to have presented bilateral hip and leg pain, and weakness.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.